Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 205-av messaging data corrupt) has been confirmed. Upon investigation the monitor displayed service code 205-av messaging data corrupt upon powering up. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a (B)(6) patient was receiving service code 205 (av messaging data corrupt).